Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21718; related manufacturer reference number: 1627487-2020-21719. It was reported the patient developed a staph infection. As a result, the patient underwent surgical intervention wherein the entire system was explanted. Date of explant is unknown.